Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer was provided with a replacement device. Product analysis center evaluated the customer's and determined that the cause was due to a depleted battery. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide voice prompts when the lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient. There were no reports of patient use associated with the reported event.